Manufacturer narrative:
(B)(4).

Event description:
A health care provider (hcp) reported via a manufacturing representative that the implantable neurostimulator (ins) failed to connect to the clinician programmer or recharger during a pre operation charging session. The ins did not respond and there was an error message indicating there was no response from the ins. No diagnostics or troubleshooting was done and the ins was replaced prior to the operation. The issue was not resolved at the time of this report.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (s/n (B)(4)) found the ins¿s service life had started prematurely.